Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluation is anticipated but has not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving treatment of a chronic total occlusion of the right superficial femoral artery, the stiffened cannulas of two micropuncture transitionless stiffened cannula access sets separated during access into the scarred left groin/common femoral artery. During the same procedure, the dilator hub separated from one device from the same lot (this will be reported under patient identifier (B)(6)). Reportedly, left groin access was obtained with a third set. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested but is not available at this time.